Event description:
This was an out-of-the-box failure. Nursing staff received a new welch allyn temperature probe for the spot check vital machine. When they plugged in the probe, it gave an error message stating "e 1.0". Staff removed the probe and plugged it in again. The same error message showed. They removed the broken probe, replaced it with another new probe with the same lot number and had no problems. The probe that gave the error message has no visual defects. The packaging was intact before staff opened it. Staff notified equipment distribution and returned both the probe and its packaging. Equipment distribution notified the manufacturer (welch allyn)/distributor (B)(4) and is returning the product. No patient or staff was harmed from this event.======================manufacturer response for oral temperature probe, probe assay, lathg conn, oral, 9ft (per site reporter)======================we are awaiting the manufacturer's investigation/analysis findings.